Manufacturer narrative:
Event year reported as 2018; exact date postoperative nail breakage is unknown. Occupation: reporter is synthes sales consultant. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with a trochanteric fixation nail advanced (tfna) nail as a primary treatment of a subtrochanteric biphosphonate fracture on (B)(6) 2018. Tfna nail broke postoperatively on an unknown date. It is unknown how the issue was discovered. The patient then underwent a revision surgery with osteosynthese-material-entfernung (osme) on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: tfna helical blade (part # 04.038.385s, lot # h577604, quantity 1), stardrive locking screw (part # 04.005.530, lot # l112469, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 23-jan-2018. Expiration date: 01-jan-2028. Part #: 04.037.245s, 12mm/130 deg ti cann tfna 235mm/left ¿ sterile lot number: h539663 (sterile) lot quantity: 6 work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 14558 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: l596347, lot quantity: 93: purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h474695, lot quantity: 998: work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance, mill certification and quality history card supplied by smalley dated 04-dec-2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h505404, lot quantity: 79: work order traveler met all inspection acceptance criteria. One piece was scrapped in cell at op #50, inspect I, after being dropped. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h335706, lot quantity: 2,746 lbs.: certificate of test supplied by ati specialty materials dated 17-feb-2017 was reviewed and determined to be conforming. Lot summary report dated 06-apr-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the 12mm/130 degree ti cannulated tfna 235mm/left (04.037.245s) was received broken through the head element proximal locking hole. The fracture site appears homogeneous without voids or discoloration. Additional surface wear consistent with implantation and explantation was noted which would not impact device functionality. The received condition of the device was found to match the complaint description of broken, as such the complaint is confirmed. As such the specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, postoperative trauma, etc.) Impacted the complaint condition. Additionally a 5.0mm locking screw (04.005.530 lot l112469) and a helical blade (04.038.385 lot h577604) were received without allegation. The returned devices were examined and no defects or deficiencies were identified which may have contributed to the complaint condition. Dimensional inspection: the diameter of the proximal nail, adjacent to the fracture was measured at 15.66mm above the fracture and 15.67mm below the fracturing using calipers. Both measurements are within the specification per relevant drawing. Document/specification review: the relevant drawings, reflecting the current and manufactured revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: material review was completed as part of the DHR and no nonconformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion: the returned nail was found to be broken through the proximal head element hole, as such the complaint is confirmed. The system risk document was found to adequately address the complaint condition (action a-1777628). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date rec'd by MFR : the incorrect date was inadvertently utilized in previous follow-up medwatch report (mwr-(B)(4)). The correct date is january 14, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.